Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
Information was provided in 9th (B)(6) endovascular symposium held in (B)(6) from (B)(6) 2014, and cook rep obtained this information on (B)(6) 2014. A patient had undergone aaa repair. Two-year-follow-up (around 2012) confirmed that the iliac leg graft in the right side migrated into the aaa and located on the bifurcation of the main body. The iliac leg in the left side was kinked to the centrum side. Additional stent graft was placed. There have been no adverse effects reported so far. No additional information has been provided by the reporter.